Event description:
It was reported a spectrum pump had false air in line alarms. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The reported false air in line alarms were confirmed through the event history log, but were unable to be reproduced. This condition was determined to have been caused by a failed upstream sensor. The upstream sensor was replaced.